Manufacturer narrative:
(B)(4): this customer reported that they were unable to acquire a 12 lead ECG. There was no negative impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that they were unable to acquire a 12 lead ECG. There was no negative impact to the involved pt.